Manufacturer narrative:
.

Manufacturer narrative:
Additional narrative: the instrument is an angled screwdriver shaft used as part of the zero-profile anterior cervical fusion system. The applicable technique guide for zero-p system was reviewed. The system provides two screwdriver shafts (stardrive screwdriver shaft, t8, self-retaining and inner shaft for angled screwdriver) and a fixed angled screwdriver (angled stardrive screwdriver, t8, with sleeve, self-retaining) to insert screws and final tightening. If the patient anatomy does not allow use of straight instruments then angled instruments is recommended to use. The technique guide includes recommendation to use screwdriver shafts tightening the screw to the plate with 1.2 nm using a torque limiting attachment. The screwdriver shaft is also available in the zero-p va system however the angled screwdriver shaft is not included as well. Upon inspection of the two (2) received instruments, the reported condition was confirmed on each one; both exhibit a fracture at the distal tip. The flex joint of one driver is broke off and the tip from the joint of the remaining driver is broken off; the liberated components were not returned. Evidence suggested that these parts failed due to shear forces beyond the shear strength of the material. However, if it is not clear if the torque limiting attachment was used and it is unknown any other related information on how the instrument has been used before defect was detected. A review of the applicable and associated drawings was performed. The materials and specifications were reviewed and are adequate for the device's intended use. It is likely that the torque limiting attachment may not have been used with the driver. Based on the evaluation results, it is not clear how the confirmed condition was caused, however, the reported device was found to be adequate for its intended. It is likely that the torque limiting attachment may not have been used with the driver. The disposition for this complaint from a design perspective is undetermined.

Event description:
It was reported that during an audit of a set, a sales consultant found two broken inner shaft for angled screwdriver in his field equipment. There was no reported patient or procedure harm noted. When the product was evaluated it was noted that the tips were broken off. (B)(4).

Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found. An additional evaluation was completed: the driver was received with the driver tip fractured off. A manufacturing conclusion cannot be presented due to the condition of the product e.g. Missing broken off components and damage on residual instruments. Visually there does not appear to be an issue other than the damage sustained by mechanical overloading. The device shows marks and striations on the u-joint. One prong on the holding fork is bent and cracked through the laser weld. The prong on the other side is bent. Also the t8 tip shows wear of forcible use. All components of the u-joint are bent/damaged and have the appearance to be damaged during a mechanical overloading situation. This inner shaft for angled screwdriver was manufactured according to drawing se_433872 index b. The microscopic investigation shows correct laser welds. A manufacturing conclusion cannot be presented due to the condition of the product. Visually there does not appear to be an issue other than the damage sustained by implantation. The complaint is deemed indeterminate from a manufacturing standpoint. Date of event: unknown. Device is an instrument and not implanted/explanted. Device was used for treatment, not diagnosis. Placeholder.